Manufacturer narrative:
Upon completion of the evaluation of the 6 ratchets rec'd, it was noted that the instruments did not reveal any anomalies. All ratchets were intact and all the components including the screws were present. It appears that the ratchet involved in the incident was not returned for eval. Therefore, the complaint could not be verified. It is not possible to determine the root cause of the reported "screw from the clamp fell out". The six ratchets that were received are fully functional. There were no metallurgic defects such as corrosion on any of the metal surfaces. These ratchets were manufactured in 1997 and have exceeded the warranty period. Based on the results of this investigation no further action is required. If at some point the subject device is returned, this complaint will be reopened and investigated. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Customer reported that a screw from the clamp fell out. They were not sure where the screw went, so they wheeled the pt to xray and could not find it. Upon the return to the or they found the screw on the floor. The delay was no more than 30 minutes.